Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately erratic when comparing blood glucose results taken one after another. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) 2011. The patient reported blood glucose results of "83, 501, and 329 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. It is not known how the patient manages his diabetes or what action he took at the time of the alleged issue. A couple minutes prior to the start of the alleged issue, the patient claimed he felt symptoms of light headed and jittery. The patient denied receiving medical treatment. At 121pm that same afternoon, the patient obtained a blood glucose result of "68 mg/dl" with the subject meter. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.